Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 400 mg/dl). Troubleshooting was performed and pump passed delivery system check. Cold insulin was used to load the cartridge. Customer delivered a manual injection to stabilize her blood glucose levels.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."